Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Patient arrived at roche attention center with the lancet protruding from the lancing device. No adverse event alleged. A request was made for the return of the device.